Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had warping on the screen making it difficult to see screen. Customer stated that reservoir tabs broke off in compartment. Customer stated that insulin pump was rejecting new batteries and they had to change the batteries in less than 7 days. Customer stated insulin pump had no delivery alerts and grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.